Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump had a cracked case at the display window corner, a cracked reservoir tube, minor scratches, a cracked display window, and a missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 150 mg/dl. Customer stated before the alarm the device was having a keypad anomaly. Customer was attempting to bolus and the device kept scrolling after she released the b button. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return he device to undergo further testing.